Manufacturer narrative:
There was reportedly no patient involvement. Additional product code: gxl. Device is an instrument and is not implanted/explanted. Vice history review: part no: 05.000.008, serial/lot no: (B)(4): a service history of the past three years has been reviewed. The item was previously returned for service on 10october2012 due to motor failure. The customer called in a service request for this item on 30september2015 and reported the device is in need of service, inoperable. The previous service condition of motor failure is relevant to the current complained issue of the device is in need of service, inoperable. The manufacture date of this item is 22august2007. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. A service and repair evaluation was completed: the customer reported the device required service. The repair technician reported the device was locked up and would not rotate. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that several hand pieces for battery powered driver needed service. The issue did not occur during a procedure. There was no patient involvement. When the devices were evaluated by the manufacturer it was noted, that on one device the motor was running slowly and the reverse speed was not working and the device was loud; another device was locked up and would not rotate; on another one, the device was running slow and the reverse speed did not work; the contact plate was cracked on another one and the reverse speed was not working and the device was running slow. This is report 2 of 4 for (B)(4).